Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 lead implanted: (B)(6) 2014, 429678 lead implanted: (B)(6) 2014. (B)(4).